Manufacturer narrative:
H10: the device for this malfunction has been returned to the manufacturer for evaluation. The investigation confirmed for the reported deployment failure. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The device is labeled for single use. H10: g4, h6 (device codes: material deformation - 2976). H11: h6 (device), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f051703cs vascular stent system allegedly experienced failure to deploy, misfire, device-device incompatibility, and difficulty advancing. This information was received from one source. The malfunction involved one patient with no patient consequence. The one patient was reported as a 58 year old male of unknown weight.

Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. (B)(4).

Event description:
Xncnthis report summarizes one malfunction. A review of the reported information indicated that model 5f051703cs vascular stent system allegedly experienced failure to deploy, misfire, device-device incompatibility, and difficulty advancing. This information was received from one source. The malfunction involved one patient with no patient consequence. The one patient was reported as a (B)(6) year old male of unknown weight.